Event description:
This catheter was being utilized for a diagnostic procedure when it leaked at the hub/strain relief junction during a power injection. A small hole was found inside a depressed area on the shaft near the strain relief/shaft junction. There was no reported injury to the patient.